Event description:
A report was received that the patient was experiencing overstimulation and aching in the back whenever stimulation is turned to normal level. The patient was administered with injections as prescribed and was doing well.